Event description:
It was reported that the user was unable to load the jaws of applier with clips properly. When the handle is gripped the clip would slide to the jaw but the clip did not open for ligating and the clip fell from the jaw. Another applier was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly as it was already closed in the jaws. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. The sample was reviewed with a r & d engineer. The partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. The sample was received with 2 clips remaining, including the partially loaded clip, indicating that 13 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as the remaining clip could be loaded into the jaws and attach to over-stressed surgical tubing with no issues. The device was received with 2 clips remaining, including the partially loaded clip, indicating that the end user fired 13 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device.

Manufacturer narrative:
(B)(4). The device history review for auto endo5 ml lot #73b1800529 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was unable to load the jaws of applier with clips properly. When the handle is gripped the clip would slide to the jaw but the clip did not open for ligating and the clip fell from the jaw. Another applier was used. There was no patient injury.